Event description:
It was reported that the patient presented in the ER and erosion was noted. The system was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.